Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a ligamentoplasty surgery the biosure screw broke during its installation. All the pieces were removed from the patient with tweezers. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Adverse event problem: one 10x30mm biosure regenesorb screw, intended for use in treatment, was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 13mm of the distal threads have been broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. An exact root cause cannot be determined with the limited clinical details provided with confidence. Factors that could have contributed to the reported event include: insertion site not prepared properly. Screw is not seated properly on the driver. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A complaint history review identified no additional complaints for this manufactured lot.